Manufacturer narrative:
No button error alarm noted on the device. The device has intermittent button response due to moisture damage on keypad traces. The insulin pump was received with moisture damage on the electronics as well as a cracked reservoir tube lip, cracked battery tube threads, a minor scratched lcd window, a scratched reservoir tube window, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 140 mg/dl. Troubleshooting was not performed. The device was returned for analysis.